Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that the insulin was squirting out during manual prime process. Customer blood glucose level was unknown. Customer mother also stated that the insulin pump had random no deliveries, motor error and insulin was leaking. Customer mother declined trouble shooting. The device will not be returned for analysis.